Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of unspecified bd¿ needleless connectors were cracked. The following information was provided by the initial reporter: "we've have needless connectors crack."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified amount of unspecified bd¿ needleless connectors were cracked. The following information was provided by the initial reporter: "we've have needless connectors crack."